Event description:
It was reported that the patient's presented in clinic for follow up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation due to the patient undergoing a magnetic resonance imaging (MRI) procedure. It was unknown if the ICD was put into MRI safety mode prior to procedure. It was noted that high voltage therapies were inactive during the time of reset. The device was able to be restored to its original settings through programming changes. The patient was stable throughout.